Manufacturer narrative:
Internal insulation abrasion breaching the ring electrode cable lumens was noted at 3.2-5.1 cm from the proximal end. The cable coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.